Manufacturer narrative:
Investigation summary: "material #: 364314 lot/batch #: 1208449 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective plunger. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the plunger cannot slide properly. The following information was provided by the initial reporter. The customer stated: ¿the plunger cannot slide properly after opening the package."